Event description:
It was reported that the patient arrived at the hospital with low flow alarms. The patient complained of chest pain that woke them up around 02:00 with low flows from 04:00 to 08:30. Log files were sent for review. The event log confirmed the reported low flow alarms as well as multiple brief low flow estimates when the calculated pulsatility index (pi) was elevated starting on (B)(6) 2025 from 04:12 to 08:27. The estimated flow was fluctuating below the 2.5 liters per minute (lpm) threshold. Most of these events were brief and did not generate the alarms (less than 10 seconds to trigger the alarms). The estimated flows were averaging from 2.3 to 2.4 lpm and pi was averaging from 3.6 to 8.7 during these events. There were no unusual rotor faults, or any other abnormal pump faults seen in the event log. Additional information received stated that the cause of the low flow alarms was thought to be due to a coronary event versus ingestion. The cause of chest pain was thought to be due to a coronary event. The low flow alarms resolved with inotropes and shock care. A left heart catheterization (lhc) was performed. Conclusions included total thrombotic occlusion of the distal left anterior descending (lad) artery, likely embolic source. There was a left ventricular assist device (lvad) outflow tract hemodynamic study without clinically significant gradient.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The reported low flow alarms were confirmed via the submitted log files; however, a specific cause for the reported alarms could not be conclusively determined through this evaluation. The controller event log file contained events from 15oct2025. Low flow hazard alarms were captured between 04:12:13 and 08:27:47, consistent with the reported events. No other notable events or alarms were captured, and the pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.